Event description:
Burn / redness [thermal burn]. Case narrative:this is a spontaneous case received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (thermacare heatwrap) lot number: ap4313, expiration date: jan2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient experienced burn/redness after use of thermacare. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: severity of harm was s3 selected by the manufacturing site. Additional information has been requested and will be provided as it becomes available. Follow-up (26dec2019): new information received from product quality complaint group included: severity of harm. Company clinical evaluation comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: batch ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record(DHR), reserved samples, and trending were evaluated. No quality issues were identified. There was no reasonable suggestion of device malfunction. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn" the cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, 24-feb-2020, a visual examination was performed to identify a potential trend for the lot and subclass. On the basis of this evaluation, a trend does not exist for this lot. Site sample status was received at the site. Date samples were received: 07-jan-2020. Return sample evaluation: 5 wraps- observed 5 wraps in each of their own pouches completely sealed. Opened all 5 wraps and each was # 1 quality wrap with no delamination, chemistry leak or any other defect. 5 pouches- all pouches were completely sealed with no noticeable defects. Ap4313 03/02; 2022-01 16:25. 1 carton - carton open by consumer. Ap4313 03/02; 2022-01 16:24. This investigation was reopened on 07-oct-2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation.

Event description:
Event verbatim [preferred term] burn / redness [thermal burn]. Narrative: this is a spontaneous case received from a contactable consumer. A female patient of unknown age started to use thermacare heatwrap (thermacare neck, shoulder, wrist) (lot number ap4313, expiration date jan2022), from unknown date for an unknown indication. Medical history and concomitant medications were not reported. The patient experienced burn/redness after use of thermacare. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: severity of harm was s3 selected by the manufacturing site. Product investigation results were as follows: summary of investigation: batch ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserved samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was no reasonable suggestion of device malfunction. Lot trend assmt. & rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, 24-feb-2020, a visual examination was performed to identify a potential trend for the lot and subclass. On the basis of this evaluation, a trend does not exist for this lot. Site sample status was received at the site. Date samples were received: 07-jan-2020. Return sample evaluation: 5 wraps- observed 5 wraps in each of their own pouches completely sealed. Opened all 5 wraps and each was # 1 quality wrap with no delamination, chemistry leak or any other defect. 5 pouches- all pouches were completely sealed with no noticeable defects. Ap4313 03/02; 2022-01 16:25. 1 carton - carton open by consumer. Ap4313 03/02; 2022-01 16:24. This investigation was reopened on 07oct2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. A notification of nonconformance was opened. This deviation will not change the conclusion of the investigation. Follow-up (26dec2019): new information received from product quality complaint group included: severity of harm. Follow-up (07jan2020): new information received from product quality complaint group included product investigation summary. Follow-up(15feb2020 ): follow-up attempts completed. No further information expected. Follow-up (03mar2020): new information received from product quality complaint group includes: updated thermacare product (to thermacare neck/shoulder/wrist) and reasonable suggestion of device malfunction (no reasonable suggestion of device malfunction). Follow-up (08oct2020): new information received from the product quality complaint group included additional investigational results and updated trend analysis information by manufacturing site. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00567 and MFR report number 1066015-2020-00032 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00567. MFR report number 1066015-2020-00032 is to be considered as deleted. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Summary of investigation: batch: ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record(DHR), reserved samples, and trending were evaluated. No quality issues were identified. There was no reasonable suggestion of device malfunction. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn" the cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, 24-feb-2020, a visual examination was performed to identify a potential trend for the lot and subclass. On the basis of this evaluation, a trend does not exist for this lot. Site sample status was received at the site. Date samples were received: 07-jan-2020. Return sample evaluation: 5 wraps- observed 5 wraps in each of their own pouches completely sealed. Opened all 5 wraps and each was # 1 quality wrap with no delamination, chemistry leak or any other defect. 5 pouches- all pouches were completely sealed with no noticeable defects. Ap4313 03/02; 2022-01 16:25. 1 carton - carton open by consumer. Ap4313 03/02; (B)(6) 2022, 16:24. This investigation was reopened on 07-oct-2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation.

Event description:
Burn / redness [thermal burn], narrative: this is a spontaneous case received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder, wrist), lot number: ap4313, expiration date: jan2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient experienced burn/redness after use of thermacare. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: severity of harm was s3 selected by the manufacturing site. Product investigation results were as follows: summary of investigation: batch: ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserved samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was no reasonable suggestion of device malfunction. Lot trend assmt. & rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, 24-feb-2020, a visual examination was performed to identify a potential trend for the lot and subclass. On the basis of this evaluation, a trend does not exist for this lot. Site sample status was received at the site. Date samples were received: 07-jan-2020. Return sample evaluation: 5 wraps- observed 5 wraps in each of their own pouches completely sealed. Opened all 5 wraps and each was # 1 quality wrap with no delamination, chemistry leak or any other defect. 5 pouches- all pouches were completely sealed with no noticeable defects. Ap4313 03/02; 2022-01 16:25. 1 carton, carton open by consumer. Ap4313 03/02; (B)(6) 2022, 16:24. This investigation was reopened on 07-oct-2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation. Follow-up (26dec2019): new information received from product quality complaint group included: severity of harm. Follow-up (07jan2020): new information received from product quality complaint group included product investigation summary. Follow-up(15feb2020 ): follow-up attempts completed. No further information expected. Follow-up (03mar2020): new information received from product quality complaint group includes: updated thermacare product (to thermacare neck/shoulder/wrist) and reasonable suggestion of device malfunction (no reasonable suggestion of device malfunction). Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group included additional investigational results and updated trend analysis information by manufacturing site. No follow up attempts are needed. No further information is expected., comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Event description:
Burn / redness [thermal burn]. Case description: this is a spontaneous case received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (thermacare heatwrap) lot number ap4313, expiration date jan2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient experienced burn/redness after use of thermacare. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. This complaint of burn and redness from thermacare heatwrap is a serious injury that result in permanent damage. If it were to recur it would likely cause or contribute to death or serious injury. According to product quality complaint group: severity of harm was s3 selected by the manufacturing site. Product investigation results were as follows: summary of investigation: batch ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserved samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn" the cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (26dec2019): new information received from product quality complaint group included: severity of harm. Follow-up (07jan2020): new information received from product quality complaint group included product investigation summary. Company clinical evaluation comment based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: batch ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record(DHR), reserved samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn" the cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Summary of investigation: batch ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record(DHR), reserved samples, and trending were evaluated. No quality issues were identified. There was no reasonable suggestion of device malfunction. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn" the cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burn / redness [thermal burn]. Case description: this is a spontaneous case received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (thermacare neck/shoulder/wrist) lot number ap4313, expiration date jan2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient experienced burn/redness after use of thermacare. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. This complaint of burn and redness from thermacare heatwrap is a serious injury that result in permanent damage. If it were to recur it would likely cause or contribute to death or serious injury. According to product quality complaint group: severity of harm was s3 selected by the manufacturing site. Product investigation results were as follows: summary of investigation: batch ap4313 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserved samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports,"she called it a burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was no reasonable suggestion of device malfunction. Follow-up (26dec2019): new information received from product quality complaint group included: severity of harm. Follow-up (07jan2020): new information received from product quality complaint group included product investigation summary. Follow-up(15feb2020 ): follow-up attempts completed. No further information expected. Follow-up (03mar2020): new information received from product quality complaint group includes: updated thermacare product (to thermacare neck/shoulder/wrist) and reasonable suggestion of device malfunction (no reasonable suggestion of device malfunction). Follow-up attempts completed. No further information expected. Comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Event description:
Burn / redness [thermal burn]. Case narrative:this is a spontaneous case received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (thermacare heatwrap) lot number ap4313, expiration date jan2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient experienced burn/redness after use of thermacare. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn/redness" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.